Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high/erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from fasting back to back blood tests of 122 and 143 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer fasting and produced test results of 117 mg/dl and 108 mg/dl using meter. The product is stored according to specification in the hallway. The test strip lot manufacturer's expiration date is 09/20/2020 and open vial date is 04/15/2019. The meter memory was reviewed for previous test result history: (B)(6).